Event description:
I received a mobi-c ldr 15 x 15 x 5 disk implant on (B)(6) 2017. Within the last 8 months I have been experiencing sharp, tingling sensation in my left arm. Upon x-rays from orthopedic doctor, it was revealed that the current disk has to be replaced due to shifting of a defective flapper.